Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head malfunctioned and noticed the screen was too dark when switching to infra-red. There was no report of patient harm associated with the event.

Event description:
It was further reported that the issue occurred at the middle of the therapeutic procedure and the procedure was completed.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿screen was too dark¿ to see when switched to infrared. The issue was not confirmed. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Additional findings were identified: cracked and damaged connectors and contact point corrosion. A device history review (DHR) revealed no problems were found. As per the instructions for use (IFU) manual: section where IFU applicable for ¿screen too dark¿. 4.1 precautions (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. If for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.